Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device server purge deletion was not running properly. A technical support specialist performed full sync to the station and shirked the station database to 1.8gb. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a fatal error message. The customer reported that upon dispensing for patient, the transaction does not finalise and a pop-up message stating as fatal error has occurred on the underlying data source. There were no adverse events or injuries reported based on this incident.